Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer filled the tubing, the insulin pump squirted insulin out. After letting go of the act button on the insulin pump, insulin continued to squirt out. Customer's blood glucose level was 235 mg/dl. The drive support cap was sticking out. He pushed the drive support cap in. There was a gap between the piston and reservoir stopper during prime. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test, excessive no delivery test due to prime anomaly. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.